Event description:
It was reported that during administration of perjeta via a secondary infusion, the infusion was observed to be dripping at an increased rate, and air bubbles were noted in the primary IV bag. The equashield connector components were subsequently replaced, after which the issue was resolved. This concern was reported to bd representatives during a site visit. There was patient involvement; however, no patient harm was reported. Although requested no additional information will be provided by the customer, no devices will be returned.

Manufacturer narrative:
Correction: PMA / 510(k)#. The actual date of event is unknown. Root cause: the root cause for the reported issue that device had over infusion was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that during administration of perjeta via a secondary infusion, the infusion was observed to be dripping at an increased rate, and air bubbles were noted in the primary IV bag. The equashield connector components were subsequently replaced, after which the issue was resolved. This concern was reported to bd representatives during a site visit. There was patient involvement; however, no patient harm was reported. Although requested no additional information will be provided by the customer, no devices will be returned.

Manufacturer narrative:
The actual date of event is unknown. Root cause: the root cause for the reported issue that device had over infusion was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.